Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was brought to emergency department on (B)(6) 2026. It was suspected that patient had a system controller exchange performed by emergency medical services (ems) staff. They were brought in on backup system controller. The primary system controller was left at home. There were no unusual events recorded in the log file event history. The periodic file showed the patient connected to the backup controller on 30may2026 prior to 21:53:23.